Event description:
It was reported that when the patient presented for a system explant procedure due to infection, externalized conductors were observed. No electrical anomalies were detected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.